Manufacturer narrative:
All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No button error alarm noted. Inspected the lcd connector; no unlocked connector noted. However, the insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was normal. The device is returning for analysis.